Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Symptoms reported include heart racing. The patient reports receiving a communication error on their controller when trying to activate a pod. Once the patient was able to activate a second pod their cgm sensor failed to activate. No additional information is available as to this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.